Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Review of the most recent repair record determined that there was an air leak, that the carrier pins were incorrectly seated, and that the ball plunger was in the wrong position. There were worn and damaged components. The plunger, bearings, rings, spring, carrier, motor assembly, lever, and screws were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
The device was sent in for preventative maintenance originally and found to be needing repaired. There was no patient involvement. During device evaluation, it was discovered that the device was leaking air. Due diligence is complete, there is no additional information available.